Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable k electrode results from one patient sample tested on the cobas 6000 c501 module. The initial result from the module was 7.44 mmol/l. The result from a gasometer was 4.3 mmol/l. This result corresponds with the patient's clinical history. The repeat result from another c501 module was 4.5 mmol/l. This result corresponds with the patient's clinical history. Other reported repeat results from the other c501 module were 4.19 mmol/l and 4.14 mmol/l. The repeat result from the module was 7.51 mmol/l.

Manufacturer narrative:
The customer replaced the reference electrode, diluent, and ion-selective electrode solutions the investigation reviewed the alarm trace and abnormal aspiration alarms were found. The customer did not report any other discrepant results. The cause of the event could not be determined.